Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During set up it was reported the cardiosave intra-aortic balloon pump (iabp) was not staying inflated. There was no patient involvement.

Manufacturer narrative:
Additional contact information : (B)(6). A getinge field service engineer evaluated the unit and found that cause of issue was blood back into pim module. Fse removed and replaced (d997-00-1178) pneumatic module assembly, cleaned blood from instrument. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests.

Event description:
N/a.